Event description:
It was reported that the patient recieved inappropriate high voltage therapy due to noise on the ventricular channel. The noise was reproduceable with positional testing and was indicative of a lead fracture.